Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Upon the fluoroscopic inspection of the valve load, a frame overlap to the third node was identified. The valve was inserted and deployed to 80%; however, the valve frame appeared under-expanded and an infold was identified. The valve was recaptured and withdrawn from the patient. Subsequently, a new valve was successfully loaded and implanted in the patient. A 10-minute procedural delay was reported. Upon further inspection of the initial valve loading, the frame overlap was noted to reach the fourth node confirming a misload. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329, (lot: 0012097783); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.